Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the fractionated oxygen (fio2) was fluctuating without touching the control. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) downloaded the data logs and sent them for evaluation. The fsr connected the gases and gas the unit. The unit fractionated oxygen (fio2) would fluctuate regardless of what is was set to. The electronic pt gas system (epgs) was replaced and the system passed all testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.